Event description:
On the morning of (B)(6) 2025, the patient noticed that her dexcom g6 sensor was not communicating with the pod. She reported that she had changed to a new pod the previous evening without any apparent issues. Later that morning, she observed that her blood glucose (bg) levels were elevated and attempted to correct them with a bolus of 6-7 units of insulin. She contacted the diabetic nurse for advice, who recommended changing the dexcom sensor and continuing efforts to lower her glucose levels. Despite delivering another correction bolus of 5-6 units while still using the same pod, her bg levels continued to rise. Emergency medical services were called and transported her to (B)(6) hospital, where her bg levels were recorded above 24 mmol/l (432 mg/dl) and ketones measures at 3.8. She was provided intravenous insulin and sodium-potassium for dehydration. She also activated a new pod during treatment. The hospital visit lasted 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.